Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr also discovered that one of the input fuses was intermittent. The fsr replaced the fuse with a new one, completed the preventative maintenance, the unit met manufacturer's specifications and was returned to clinical use. This complaint is related to medwatch # 1828100-2016-00625.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery charge light-emitting diode (led) indicator was not illuminated. There was no patient involvement.

Manufacturer narrative:
Best estimate to be the date found during the preventative maintenance which occured on (B)(6) 2016. The product surveillance technician (pst) corroborated the reported complaint during the evaluation testing. The suspect fuse was found to be blown open with the fuse element showing a burned area. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.